Event description:
Lap rectal prolapse. Cs33 dlu was opened and closed, got into firing range and was fired. Device partially cut. Malformed staples were observed and a leak developed. Site was resected and the anastomosis was performed using another device without further incident.

Manufacturer narrative:
H3 - device evaluation anticipated, but not yet begun. No conclusion can be drawn at this time.